Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to have remained static for an extended period of time while in use. Additionally, the battery gauge was observed to be fluctuating. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the customer to monitor the battery performance. Customer acknowledged. Upon follow up, the customer indicated that the battery gauge was depleting as expected and that the issue was resolved.